Manufacturer narrative:
Age or date of birth, weight, or ethnicity: unknown/ not provided. Implant date: if implanted, give date: not applicable, the lens was not implanted. Explant date: if explanted, give date: not applicable, the lens was not implanted; therefore, not explanted. Reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaint was received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported lens did not come out it remained stuck in the injector and damaged the lens. No further information provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on mar 22, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the preloaded was received with the plunger rod in the advanced and locked position. Further inspection revealed that the iol was received stuck inside of the cartridge and that the plunger rod had overridden the lens. The handpiece was disassembled and the assembly was inspected; no assembly issues were identified. The lens was removed and cleaned, presenting with lens creases (lens damage) from being folded long term in the cartridge. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.